Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving fentanyl via an implantable infusion pump. It was reported that the patient did not like the pump being implanted in their buttocks. Surgery was performed to move it to their abdomen.